Event description:
A customer reported that during surgery an ophthalmic probe stopped actuating. The surgery was completed on the same day with alternative probe and there was no patient harm.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it regarding the same issue. The investigation is completed based on the sample evaluation documented below. The returned instrument was received in a zip-bag and the pouch with the sticker label showing the batch information was separately. The instrument was visually inspected and showed evident abnormality, namely the metal tube is significant bent. The electrical resistance measurements indicate that there was insufficient contact, leading to the instrument not functioning. When the instrument was opened to visually inspect the inner contacts, some of them were unintentionally destroyed (destructive instrument testing). No other defects or deficiencies could be identified on the contacts after opening the instrument. As the pouch was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the reported issue cannot be determined. The root cause cannot be identified conclusively, as the tyvek pouch was opened by the customer, the product was handled. The chain of events that led to the reported malfunction can therefore no longer be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).